Event description:
It was reported that during the mildly tortuous, totally occluded, proximal left anterior descending artery (plad) stenting procedure, for pre-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced meeting resistance with the patients anatomy. The balloon was inflated to greater then 20 atmospheres and the balloon was deflated without issue for removal. There was resistance felt with the removal of the bdc again with the patients anatomy and upon removal, the bdc was found separated at the balloon and the shaft leaving the distal part of the balloon and the shaft in the patients anatomy. The physician believes there was a possible balloon rupture occurrence. The physician used multiple guide wire exchanges, additional ballooning, and an aspiration with a syringe to finally, after two hours, pull the distal part of the bdc shaft into the guideliner and remove from the patient's anatomy. There was no distal part of the balloon found. Another guide wire was advanced and two stents were implanted in the plad to complete the procedure. The balloon material was found using optical coherence tomography (oct) under the stent struts; therefore, aggressive post-dilatation was done. Although there was a two hour delay in the procedure reported, the patient remained stable through out the entire procedure. There was no resistance noted with the protective sheath of the nc trek bdc during preparation. There was no additional information provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that rated burst pressure (rbp) for this device, is indicated on the product label. Additionally, the nc trek instruction for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.